Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of valve embolization into the lv was related to patient factors; the aortic valve was a true bicuspid valve, the annulus was larger than perceived, and there was not adequate calcium to secure the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our singapore affiliate, during a transfemoral tavr procedure the 29mm sapien xt valve embolized into the left ventricle post deployment. The patient was given sedation and la. The procedure was performed without tee. A bav was done with a 25mm balloon under rvp with fluoro guidance. A 29mm sapien xt was positioned 50:50 aortic/ventricular (a/v) deployed with 30ml volume under rvp and fluoro guidance. Post deployment the valve position seemed acceptable (50:50 a/v). Tte performed indicated trivial ¿mild paravalvular leak (pvl). The delivery system and guidewire were removed. Tte was done again, indicating mild pvl. The aortogram indicated 1+ ar. After discussion, the decision was made to post dilate with a numed 30mm balloon under rvp and fluoro guidance. The patient appeared to be hemodynamically stable, so the sheath was removed. Suddenly the ECG indicated short runs of ventricular tachycardia. Fluoro images revealed that the valve had embolized into the ventricle. The patient was placed on bypass and the chest was opened to remove the xt valve. A 23mm perimount magna valve was implanted. The patient was taken off bypass and transferred to ICU in stable condition. The native valve was a true bicuspid valve, the annulus was larger than perceived (632mm), and there was not adequate calcium to hold onto the valve.